Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea", in 2007, vol 26, pgs 1187-1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two new england tertiary eye centers. Fifteen cases of fusarium keratitis were reported at the two centers from 2005 through 2006. There were a total of 6 cases reported in the previous 30 months. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 pts wore a brand of acuvue contact lenses. Eight of the 12 wore acuvue 2 brand. Two pts wore acuvue but were unsure of the type; these are identified in the study only as "acuvue". One pt wore acuvue bifocal and one pt used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a stastically significant association between fusarium keratitis and the use of renu contact lens solution." The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear". Pt 10 is construction worker who had a corneal ulcer od. The pt was wearing acuvue oasys contact lenses on a daily wear schedule. The pt had no history or recent ocular trauma or travel to a tropical climate. The pt used renu with moisture loc contact lens solution, the solution used at the time of the injury was 3 months old. The pt's contact lens case was less than 3 months old and the pt rinsed the case with contact lens solution. Prior to the diagnosis of fusarium keratitis, the pt was treated with topical moxifloxacin. Following the diagnosis, the patient was treated with topical natamycin 5%, topical voriconazole 1% and oral voriconazole. The pt did not require a corneal transplant or other intraocular surgery. No add'l info is available. All MDR events are reviewed at quarterly mgmt review meetings. Cornea, vol 26, no. 10, 2007 "an outbreak of fusarium keratitis associated with contact lens use in the northeastern united states".

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.